Event description:
It was reported, the patient ((B)(6)) is unable to initiate stimulation with the ipg using the programmer. No further info is available.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.